Event description:
Rn states peg in place 2 yrs. When physician went to traction remove the peg, the dome separated from the shaft & remained in the pt's stomach. Using scope & unk model snare, md snared the dome & coaxially removed scope and snare w/dome from pt. Md place another bard 20fr peg successfully.